Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, change sensor. The customer reported blood glucose value of 32.4 mmol/l. The customer reported hyperglycemia, hyperglycemia treated with glucose/carb intake, an insulin pump (subcutaneous insulin infusion). Troubleshooting was identified. The event involved product(s) mmt-7040c1. Insulin delivery was suspended due to sensor glucose vs blood glucose difference. Advised to wait at least an hour and if blood glucose was stable to calibrate. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event and the auto-mode feature was active at the time of the event. No further patient complications were reported. The customer will continue to use the device, product return for mmt-7040c1 is not expected.